Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer's reference number: (B)(4).

Event description:
It was reported via mw5090572 that a female patient who underwent a breast surgery with a 450cc mentor memorygel breast implant and a 400cc mentor memorygel breast implant suffered several unexplained systemic symptoms, including join pain, muscle pain, inflammation, irritable bowel syndrome, fatigue, memory loss, brain fog, bruise easily, blurred vision, rashes on eye lids, and weight gain. It is not conclusively known which side the device was implanted in. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for 450cc mentor memorygel breast implant, one of the reported prostheses.